Event description:
4 days after the index procedure the patient expired. The index procedure treated one target lesion. Target lesion one was the ostial portion of the left main coronary artery (lmca). The physician direct-stented the lesion using a 4.5 x 16 mm taxus express2 stent. Residual stenosis post deployment was noted to be less than 30%. The patient was discharged one day post index procedure receiving aspirin and plavix. The site reported that the patient expired in the emergency department 4 days later from pulmonary edema. The post motem report also included left ventricular failure, ischemic heart disease, and diabetes mellitue as contributory to the death. In the opinion of the physician, there is an unk relationship between the death and the taxus stent.